Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient said that: "I am having one of your medical devices removed because it was defective, it was on the recall list, I would like to speak with you to avoid getting a lawyer. Please call me". The patient also indicated that he had the mesh implanted between 2010 and 2012, around 2016 he started having pain and was force to quit work. It was reported by an attorney that the patient underwent hernia repair surgery between 2010 and 2012 and mesh was implanted. It was reported that the patient experienced pain. No additional information is provided.